Event description:
Self purchased pos from inogen in (B)(6) 2025. Didn't use it much but took on cruise to help with walking. Broke down. Unit starts working and then shuts down. Says to plug it in but battery says full, I have had several calls (5 or 6) with customer service. They guide me through a reboot (I think) and then say it should work. It doesn't. They have replaced the basic machine twice already. They have me do the same thing over and over to no resolution.